Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no button response due to unlock keypad connector. The device also was received with cracked battery tube threads, and cracked end cap.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump broke in half. Advised the customer that insulin pump would be replaced. Customer blood glucose was 180 mg/dl. No further information provided.